Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging asthma related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's observed the following from internal and external inspection that there was unknown white deposits and brown debris consistent with keratin in filter inle,unknown debris consistent with dust found in the bottom of the inside of device,unknown white debris consistent with dust found in blower outlet,unknown white bumpy residue in air outlet. The device's downloaded event log was reviewed by the manufacturer and found nine errors. The manufacturer concludes and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device.